Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During follow-up, loss of sensing and increased impedance was observed on the atrial lead. The lead was explanted and replaced. The patient was in stable condition.